Manufacturer narrative:
Concomitant medical products: product ID: 0292 bsx lead, implanted: (B)(6) 2017; product ID: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the hospital emergency department due to a syncopal episode. The cardiac resynchronization therapy defibrillator (crt-d) was checked and it determined that the ventricular pacing was below the programmed lower rate. The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.